Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited low impedance, low p waves and oversensing. The lead was capped and replaced. No patient symptoms were reported.